Event description:
It was reported that the nurse had noticed the tubing was kinked off. It did not occur all the time but when the tubing was used the nursing staff felt that the tubing had a different quality appeared flimsy and more malleable. Per follow up it was reported that there was another event witnessed by the customer at iowa lutheran campus.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or user related (rough handling of device). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurses had noticed the tubing kinked off on itself. It did not occur all the time. But when it did, the nursing staff felt that the tubing had different quality. It appeared flimsy and more malleable. Per followup, it was reported that there was an another event witnessed by the customer at (B)(6) campus.